Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri-52 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead was revised due to no pacing one day post operation. Upon reconnecting the leads to the device, there was no pacing on either lead. The physician wanted a different device. The leads were reconnected to the new device and remain in use. No patient complications have been reported as a result of this event.